Manufacturer narrative:
Medical device: 5568-53 lead implanted: (B)(6) 2010; dtbb1d4 crtd implanted: (B)(6) 2017.

Event description:
It was reported that an infection occurred. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.